Manufacturer narrative:
Investigation of the reported event is confirmed. Conmed received one 60-6085-201a in unoriginal packaging. The lot number of device, 202107121, was verified based on packaging. A visual inspection confirmed the handle of the vcare was spinning. The handle was taken apart to inspect the internal housing of the vcare tube. The tube was broken with the metal portion of the tube separated and connected to the white tube through the lumen. The pilot balloon seems to have been clipped off. The device history record manufacturing documents have been reviewed & found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care, use & monitoring of this device while being used. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to carefully removing the vcare after use; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. For safe removal of the vcare device from the patient, follow instructions. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202107121, recently experienced by hays medical center on (B)(6) 2021. Information received indicates that during a hysterectomy, the vcare medium handle just spins. It is noted there was no impact or injury to the patient. The procedure was successfully completed by using another vcare. Additional information received notes issue occurred after 10 minutes or less of use while manipulating uterus. Nothing from the vcare broke apart or fell off. The additional information received does not impact the reporting determination. This report is still being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202107121, recently experienced by (B)(6) medical center on (B)(6) 2021. Information received indicates that during a hysterectomy, the vcare medium handle just spins. It is noted there was no impact or injury to the patient. The procedure was successfully completed by using another vcare. Although requested, no clarification has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.